Manufacturer narrative:
Product event summary:the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular pace impedance steady at approximately 518 ohms through (B)(6) 2015, rises out of range by (B)(6) 2015. Analysis indicated a r-wave amplitude measurement issue. Though variable, r-wave amplitude drops from an average of 3.91mv prior to (B)(6) 2015, to an average of 1.18mv starting (B)(6) 2015. Analysis indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Average of 1974 sics per day over the last 161 days. Analysis indicated oversensing associated with the right ventricular lead. There was 21 non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms from 14 to (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds and no capture, high impedance, undersensing and a lead integrity alert (lia) due to non-sustained ventricular tachycardia and sensing integrity counter (sic). When the pocket was opened the lead was extremely twisted and separated. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.